Event description:
During deployment the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Method: ECG was reviewed for this incident. Conclusion: the device properly advised "no shock" on a non-shockable rhythm. Reported due to outcome.